Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2050).

Event description:
It was reported that during a biopsy procedure, while trying to deploy the marker, the system allegedly took two further samples without pressing/selecting anything on the encor system, driver or foot pedal. Additionally, it was also reported that there was an unusual sound coming from the driver. There was no reported patient injury.